Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol kugel hernia patch (device #1). An additional emdr was submitted to represent the bard/davol kugel hernia patch (device #2). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol kugel hernia patch (x2) on (B)(6) 2004. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol kugel hernia patch (x2) on (B)(6) 2004. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2004 - patient was diagnosed with incisional hernia thereby underwent open repair with the implant of two kugel hernia patch (device #1 & #2). Per op notes, "two kugel hernia patch (device #1 & #2) was placed." (B)(6) 2005 - patient was diagnosed with recurrent incisional hernias thereby underwent repair. Per op notes, "an unknown mesh placed within the abdominal cavity."

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This supplemental emdr represents the bard/davol kugel hernia patch (device #1). A n additional supplemental emdr was submitted to represent the bard/davol kugel hernia patch (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.